Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discordant troponin ultra result was due to the malfunction of a rinse block and sample aspirate tubing, which were replaced by the fse. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A discordant advia centaur cp troponin ultra result was obtained on a patient sample. Due to the patient history, the test was repeated on another advia centaur cp system and the corrected result was reported out. There was no report of patient intervention or adverse health consequences due to the discordant troponin ultra result.